Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced plunger rod breakage during use.

Manufacturer narrative:
Investigation summary: one photo of a loose 3ml syringe was received and evaluated. It was observed the syringe had 3ml of clear fluid and the plunger rod was nearly broken in half. The plunger rod had a diagonal crack approximately 2¿ centered across two ribs and an intersecting horizontal crack across the other two ribs. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the broken plunger rod defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced plunger rod breakage during use.